Event description:
An optometrist reported a case of trace diffuse lamellar keratitis (dlk), at nasal flap edge of one right eye of a patient, one day post bilateral lasik procedure. Patient was reported to have been treated with topical steroid drops. Upon follow up, reporter informed that the dlk resolved after treatment.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).